Event description:
It was reported that during a craniotomy that the device subject to this MDR broke. It was further reported that the surgeon retrieved all broken pieces and that the procedure was completed successfully.

Manufacturer narrative:
Device discarded at account. In addition no lot number was provided for further investigation.